Event description:
The pt reportedly experienced swelling at the implant site due to external equipment becoming hot. The pt was prescribed rinderon -vg cream. The swelling at the implant site subsided and no irritation was observed. The company is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.